Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted 45% in less than 24 hours. The customers blood glucose level was not impacted. Review of the pump data could not confirm the reported issue. Reportedly, the customer was able to charge the pump to 100% battery life.